Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer successfully started a sensor session after receiving complete pump reset information from technical support, and no further error codes were displayed following the reset.